Manufacturer narrative:
A ge service representative performed an on site investigation. The video connectors were cleaned and reseated and the generator transistor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2600 system would intermittently not save or recall images. No pt injury was reported.